Event description:
Procedure type: tep totally extraperitonal. According to the reporter: upon completion of fixation of mesh and desuflation of co2, a piece of silicone material was noted anterior to peritoneal. Piece was retrieved through secondary pediport with grasper. Scope was then inserted back into balloon trocar. Balloon was desuflated and slowly pulled out of incision. A second silicone piece of balloon was then retrieved and all trocars were removed from body. Blunt tip balloon tip trocar was then re-inflated with syringe confirming fragmentation of silicone outer silicone balloon. No additional blood loss, or time was delayed 10 mins. Surgeon was not completely confident that all pieces were removed. No pt injury was reported.